Event description:
The customer reported a problem with the battery charging circuit such that the battery could not be charged. There was no patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.